Event description:
Pt was revised to address poly wear, osteolysis and loosening of the femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported polyethylene wear or device loosening; however, polyethylene wear after approximately 17-yrs implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.